Event description:
It was reported that the pt underwent gynecological procedures on (B)(6) 2006 and mesh was implanted and on (B)(6) 2006 and mesh was implanted and on (B)(6) 2007 and mesh was implanted. However, according to the complaint mesh was implanted, but no medicals were provided. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the pt has undergone multiple surgeries. An d revisionary procedures. No additional info was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2006 due to severe anterior vaginal wall prolapsed and cystocele with concurrent cystoscopy. On (B)(6) 2006, mesh was implanted due to urinary stress incontinence with concurrent cystoscopy. Additionally, the patient had mesh implanted on (B)(6) 2007 due to recurrent urinary stress incontinence with concurrent urethrolysis and cystoscopy. It was also reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, recurrence, bleeding and vaginal scarring. It was further reported that patient underwent mesh removal on (B)(6) 2007 due to recurrent urinary stress incontinence. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.